Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The or manager reported that the screw thread of the pin clamps broke during the surgery. The surgical delay was about 60 minutes. The medical staff had to use another fixation which does not tighten as much as the initial device. The initial pin clamp was the red one which broke during the tightening and was replace by the blue one. No supplementary medical intervention but at the end of the surgery a slight sedation was performed.